Event description:
Caller reported that tandem mobi cartridge alarm recurred on every load since august 8, 2025. Despite these alarms, there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To address the issue, caller reloaded the same cartridge and resumed insulin on each occurrence. Technical support confirmed the alarm and resolved to replace the pump, providing instructions for storage and return, which the caller understood and acknowledged. A replacement pump was sent.